Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6) 2010, inratio: 1.0, lab: 2.5; date: ng, inratio: 2.5, lab: 4.3. Lab draw within 1.5 hours of meter testing.